Manufacturer narrative:
Torsion spring on the safety bar assembly.

Event description:
It was reported by service report that the safety bar was sticking due to worn torsion springs. No pt involvement or adverse consequences are reported.